Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: date is unknown.

Event description:
According to the available information, during a patient testimonial video, the patient indicated during her recovery after the altis surgery, her pain level was tolerable and she took a prescribed narcotic, followed up with ibuprofen every 5 hours to manage her pain for at least 2 weeks.